Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening device.

Event description:
Patient was feeling stimulation more in their buttocks area and now more upper area of their buttocks/back area. Patient thought that might be the leads had moved. Patient was feeling stimulation so everything was working fine. They explained where patient should be feeling the stimulation. Patient mentioned that both leads might have moved based on their symptom relief. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.